Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician was unable to extend the helix when attempting to affix the lead to the myocardium. This lead was extracted and an alternate implanted without issue. No adverse patient effects were reported.